Manufacturer narrative:
The reported event of a set screw issue was confirmed. Final analysis found that the set screw of the right ventricular chamber to be dislodged. The cause of the dislodged set screw was found to be procedure related. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: g3 - date received by manufacturer of previous report should have been 14 aug 2024 rather than 13 aug 2024.

Event description:
It was reported that the patient presented for lead revision procedure. During the procedure, it was noted that the patient's implantable cardioverter defibrillator (ICD) set screw failed to be engaged to secure the novel right ventricular lead. The ICD was replaced during procedure on (B)(6) 2024. The patient was discharged without noted complications.